Event description:
Additional information from the site received and stated that from 03/10-16/2016 there was suspected outflow graph thrombus due to "continuous decreasing flow, small amplitude of flow curve and opening of the aortic valve with this flow curve. Flow curve did not change the shape, difference between systole and diastole (60mmhg) when the speed was from 2700 to 2900 rpm, "mini-ramp test", no hemolysis. - no 3rd harmony, no sudden drop of the flow curve, occlusion if the inflow seems unlikely." It was reported that since (B)(6) 2016, there were no pump flows, and as of (B)(6) 2016 pump was switched off to have the left ventricle recover. On (B)(6) 2016 the driveline cable was implanted under the patient skin, and the pump has not been restarted. It was further stated that the patient continues to be hospitalized. No additional information available.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016; log dates through (B)(6) 2016: power consumption below normal operating range. Additional notes: 4 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 1.0 lpm. Starting on (B)(6) 2016 there has been a decreasing trend in power consumption to current parameters outside of normal operation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Low flow may occur if the alarm threshold is set too close to the average flow. IFU further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that since the (B)(6) there have been decreasing flow through the pump. It was stated that there are signs for outflow graph thrombosis, which are continuously decreasing flow and low pulsatility. It was further stated that the aortic valve opens with every beat and there are no signs of hemolysis or third harmony. Also stated is that the pump was stopped and implant of the remaining cable under the skin was planned. No additional information was provided.

Manufacturer narrative:
Outflow graft was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a decreasing trend in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.